Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. Troubleshooting revealed that a large bolus was delivered by the insulin pump that night. The customer stated that he did not program any boluses that night. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected boluses were delivered. After testing, it was concluded that the device operated within specifications.